Manufacturer narrative:
It was reported that the table allegedly unlocked itself. A stryker field service technician (sfst) was dispatched to the site for investigation. The sfst confirmed the b810 had a damaged hand pendant cable, which caused the table to electrically short and experience the unintended unlocking. The customer purchased a new hand pendant and cable. The sfst installed the replacement and confirmed the table is now working as intended. The IFU states that the hand pendant should be inspected prior to use to ensure no damage is present. There was no patient involvement, no injury and no adverse consequence reported.

Event description:
It was reported that the table allegedly unlocked itself. There was no patient involvement, no injury and no adverse consequence reported.